Manufacturer narrative:
A ge service representative performed an on site investigation. The brake shaft was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was difficult to steer. The field engineer attributed this to the steering joint rubbing on the brake shaft. There is no report of death or serious injury associated with the complaint.